Manufacturer narrative:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the long bipolar grasper tip broke. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the distributor forwarded the details of the complaint to the surgeon, who informed the distributor that all necessary examinations were conducted and no harm was caused to the patient. The surgeon did not recall any further details regarding the continuation of the procedure such as the use of alternative tools. No patient demographics were available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a dislodged proximal clevis. The dislodged proximal clevis was attached to the main tube. An additional related observation: the instrument was found to have a broken main tube at the distal tip. A piece measuring at approximately 2.10 mm x 3.10 mm was missing and not returned. The components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the long bipolar grasper had physical damage. The procedure was completing as planned with no reported injury.